Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates the spring wire guide (swg) is kinked.

Event description:
The customer reports: the guide does not go inside the catheter. Insertion is impossible because the catheter is blocked.

Manufacturer narrative:
(B)(4). The customer returned a single 3-lumen catheter, a guide wire assembly and the product lidstock for evaluation. The guide wire was returned fully retracted within the advancer tube and showed evidence of use. Visual examination of the catheter did not reveal any defects or anomalies. Visual examination of the guide wire revealed several kinks along the body. The distal j-bend was deformed and kinked. Both of the welds were full and spherical. The kinks in the guide wire were located 178, 195 and 431 mm from the proximal tip. The catheter body length, and the overall length and outer diameter of the guide wire were measured and all were found to be within specification. The returned guide wire was advanced through the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension lines it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines on the catheter were flushed with water and functioned as expected. No sign of blockage or interlumen crossover was observed. A device history record review was performed on the catheter and guide wire and no relevant manufacturing issues were identified. The reported complaint of difficulty passing the guide wire through the catheter was confirmed by complaint investigation. The returned guide wire was unable to pass through the juncture hub of the returned catheter. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing caused or contributed to this event. A CAPA has been initiated to further investigate this issue.

Event description:
The customer reports: the guide does not go inside the catheter. Insertion is impossible because the catheter is blocked.